Manufacturer narrative:
Manufacturer¿s ref. No: pc-(B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not provided. [Conclusion]: the healthcare professional reported that a patient underwent endovascular mechanical thrombectomy of a right middle cerebral artery (mca) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21l196av) and experienced slight bleeding during the procedure. Hemostasis was achieved, and the procedure was completed. The patient is recovering in the hospital. The treating physician considered the event as not serious because there were no clinical symptoms associated with the bleed. It was further reported that there was ¿no relationship between this event and the product because the complaint device passed through the narrow part of m2 three times." The procedure details are as following: the embotrap iii device was allegedly used in accordance with the instructions for use (IFU) in combination with a catalyst® 6 catheter (stryker). The right femoral artery was punctured with a 9f sheath (brand/manufacturer not specified). A 9f optimo¿ balloon guide catheter (tokai medical) was advanced to the right internal carotid artery (ica). From there, the catalyst 6 aspiration catheter and a trevo trak 21 microcatheter (stryker) were advanced to the right m2 segment and tracked through the thrombus. The embotrap iii device was inserted and delivered. First pass was done, and thrombus moved to the proximal region. Therefore, second pass was made. Thrombus was removed, but there was still thrombus at the m2. Third pass was done. Complete perfusion was achieved (i.e., thrombolysis in cerebral infarction (tici) score of 3), but there was slight bleeding noted. It was reported that the complaint device is not available for evaluation. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (21l196av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. Intracranial hemorrhage is a condition which can cause permanent damage/death or may require additional intervention to prevent further/permanent injury. Furthermore, the event occurred during procedural use of the device and the relationship of the embotrap iii to the reported event cannot be excluded. Therefore, this event is considered serious and MDR reportable. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that a patient underwent endovascular mechanical thrombectomy of a right middle cerebral artery (mca) occlusion with a 5mm x 37mm embotrap iii revascularization device (et309537 / 21l196av) and experienced slight bleeding during the procedure. Hemostasis was achieved, and the procedure was completed. The patient is recovering in the hospital. The treating physician considered the event as not serious because there were no clinical symptoms associated with the bleed. It was further reported that there was ¿no relationship between this event and the product because the complaint device passed through the narrow part of m2 three times." The procedure details are as following: the embotrap iii device was allegedly used in accordance with the instructions for use (IFU) in combination with a catalyst® 6 catheter (stryker). The right femoral artery was punctured with a 9f sheath (brand/manufacturer not specified). A 9f optimo¿ balloon guide catheter (tokai medical) was advanced to the right internal carotid artery (ica). From there, the catalyst 6 aspiration catheter and a trevo trak 21 microcatheter (stryker) were advanced to the right m2 segment and tracked through the thrombus. The embotrap iii device was inserted and delivered. First pass was done, and thrombus moved to the proximal region. Therefore, second pass was made. Thrombus was removed, but there was still thrombus at the m2. Third pass was done. Complete perfusion was achieved (i.e., thrombolysis in cerebral infarction (tici) score of 3), but there was slight bleeding noted. It was reported that the complaint device is not available for evaluation.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 27-apr-2022. [Additional information]: on 27-apr-2022, additional information was received. The information provided clarification for the comment, ¿no relationship between this event and the product because the complaint device passed through the narrow part of m2 three times¿ as following: ¿yes, not only for et iii, if we take stent to m2, the blood vessels will stretch straight in most cases, which makes it easy to bleed.¿ the type of bleed reported is not known. It is also not known if the bleed was secondary to a vascular injury. There was no medical intervention (i.e., medication administration and/or surgical intervention) for the slight bleed reported. The reported bleed did not result in the prolongation of hospitalization. Related to the current status of the patient, the information indicated that ¿the patient has been hospitalized.¿ there were no malfunctions or performance issues with respected to the embotrap iii device during the procedure. The reported event did not result in a clinically significant delay in the procedure. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.